Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be mishandling or defective part from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Accessories closed drainage bag 2. Precautions for use 23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] 25) when disposing of urine, observe the following: 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open while holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine would not flow from the drain bag meter into the drain bag. It stated that the front and back of the bag seemed stuck together. Per additional information from the ibc via email 21feb2020, the user said that it was possible that the two layers could have been stuck by vacuum, but it was unknown if the user tried any method to unstick the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine would not flow from the drain bag meter into the drain bag. It stated that the front and back of the bag seemed stuck together. Per additional information from the ibc via email 21feb2020, the user said that it was possible that the two layers could have been stuck by vacuum, but it was unknown if the user tried any method to unstick the bag.